Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported foreign matter was present in one primary pouch that appeared to be paper scraps. The dressing was not used. No photo was provided.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
A batch record review was carried out on 10/30/2018 for the affected lot number 7j04902. The affected lot number was manufactured following the applicable procedures, all the testing scheme comply with the applicable documentation, the line clearance was executed per standard operating procedures and the results were documented. The material complies with the specifications and other procedures were revised. The results are satisfactory. No photo is available related to the reported problem. Based in the analysis phase conclusions, the issue of black spots on products reported by the customers was attributed to the following probable causes: embedded spots - allowable for chemical manufacturing and control (cmc) material, present in all dressings in varying degrees and evidence of pectin and pentalyn contributing to spots due to change color. High temperature at mixer 06 may cause mass burned. Residues of mass accumulated in the mixer extruder screws reaching to the product as part of the normal mix of mass process. Corrective / preventive actions will be taken for each factor identified and will be covered through corrective action / preventive actions form. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4). Manufacturing site: (B)(4).